Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received in good physical condition and the cartridge was noted to covered with dried body fluids. The instrument was examined and was found to be functional and conforming to specifications. A test cartridge was loaded onto the instrument and was cycled and fired without incidetn. The staples were examined and were found to be within speicificatons. No conclusion could be reached as to why the reported "white hande was closed, and the device locked out" during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's produts.

Event description:
The device was used during a bowel resection. The tx60b white handle was closed, and the device locked out. A second device was used to complete the procedure. The surgeon later noticed unformed staples, from the initial device, in the abdominal cavity. There was no consequence to the pt.